Event description:
Lunette received a message from a customer, who informed that she got bladder infection after her periods when she was using a cup. Customer service instructed her with general information of how to avoid uti and instructed her to contact medical professionals for diagnosis and treatment. Customer did not reply to us.